Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4)

Event description:
Report 2 of 2 customer reporting false negative reaction in the anti-a (forward portion) of mts abd monoclonal rev grouping cards mts lot# 091715037-12 exp 08/04/2016. Sample 1: testing was performed initially on provue. According to customer, a patient sample with no previous abo type history was tested at the facility for abo type on provue. Testing performed in provue showed that the patient was blood type b, with the following reactions: forward anti-a negative, anti-b 3+ anti-d 3+ rh control negative reverse a1 cells 1+, b cells negative. Sample 2: customer repeated the test with a different sample of the same patient and still had the same results. Because of the discrepancy and the weak reaction on the reverse test with a1 cells only 1+, customer tested the patient sample in tube getting the following reactions. Forward anti-a 3+, anti-b 4+ anti-d 3+ rh control negative reverse a1 cells 1+, a2 cells negative, b cells negative. Showing that the patient was type ab. Test performed with ortho anti-a bioclone. Customer ran an antibody screen testing with a negative result. Ocd discussed with the customer the possibility of a type asubb and further investigation should be done to resolve the abo discrepancy. Ocd also discussed with customer differences between anti-a clones reagents in mts080515 gel card and ortho anti-a bioclone. Ocd send the IFU of the reagents to the customer and also discussed with customer the limitations of the procedure section where state that some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. Ocd asked the customer for the availability of patient sample for investigation purposes. Customer stated that the patient is (B)(6) with mental illness that is going to be released soon from the site. Customer doesn't think they are going to send the specimen out for further investigation to a reference lab. Customer satisfied with the discussion and agreed to call back if they have additional information.